Event description:
On (B)(6) 2021, the patient had a revision to address pain, progressive varus deformity, and aseptic loosening right knee. Preoperative radiographs showed subsidence of the tibial tray and femoral component. The femoral component and tibial tray were noted to be loose with osteolysis and significant inflammatory synovitis. It was noted that several years prior to the current revision, the patient had presented with swelling and inflammation and had an aggressive debridement with polyethylene liner exchange, which came back negative for infection.

Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient called and stated, "I had a depuy joint knee replacement and it has malfunction and I am going on surgery on (B)(6). I have this in my knee less than 10 years and I have some major issue with it and now it will be taken out and replace again. Don't you mind giving me a call back." Patient indicated that in 2012 she had her right knee replaced. In 2013 she experienced a bacterial infection and was treated with IV atbs and an I&d. Patient was also admitted to the ICU during this event. Since that infection the patient has continued to experience swelling, discomfort and the last 8 months her "knee" has shifted. She is unsure what implant(s) have shifted. She is scheduled for a revision surgery on (B)(6) 2021. Doi: 2012, dor: (B)(6) 2021, right knee.